Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: is the detached tissue pad being returned with the device? Was the detached tissue pad discarded?

Event description:
It was reported that during a laparoscopic low anterior resection, the tissue pad began to peel off in about one hour after starting to use the device. Then, the dr. Continued to use the device but the tissue pad fell into the patient. Then, it was retrieved but it was deformed. Thus, the dr. Was not sure whether all the peeled pieces had been retrieved or not, and requested us to investigate about it. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n91f7j. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the detached tissue pad being returned with the device? Was the detached tissue pad discarded? Yes.